Event description:
It was reported that the customer had issues with priming and rewinding. Troubleshooting was performed. The numbers did not show up on the screen after holding the activate button, and insulin was squirting out. The caller stated that the infusion set was changed several times with no results. The father mentioned that the insulin pump had error alarms during the process. The customer's blood glucose reading was 316mg/dl, and he has treated with manual injections. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed an error during the basic occlusion test as a result of a loose drive support disk.